Event description:
According to the available information a day after the catheter was placed the balloon was found deflated. The balloon was found to be punctured. Patient was re-catheterized.

Manufacturer narrative:
D4: catalog number corrected. After receiving this complaint, we searched for other complaints and we didn't find any other complaints regarding the lot number 9282383. We received one used sample. We observed that balloon was burst. Checking the quality databases revealed this type of defect is known and closely monitored a similar case study was performed based on same item number and same defect [balloon burst], over last four years; 58 similar cases were found. A risk management framework evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.